Event description:
It was reported the patient started using new price scanners at their work about a month prior to report and since then the scanners had been turning their implantable neurostimulator (ins) on and off. It was stated the scanner could scan up to four feet and didn¿t turn off and even if the patient didn¿t use one, other employee¿s scanners might accidentally scan towards them and turn their ins on or off. It was noted that "as this has progressed, I have noticed that it increases the current too.¿ reportedly, the person next to the patient kept scanning them because they were at the perfect height and it could go up to 4 feet, so the scan gun ¿gets me in the right butt cheek and if they are scanning they zap me.¿ the patient stated that "it doesn¿t hurt when it turns off but it hurts when it turns back on.¿ it was reported the patient could hardly walk because they were so sore from it shocking them and they had to turn the settings down because when it came back on it came on ¿more intense.¿ it was stated the patient "wouldn¿t even be able to work if it weren¿t for this device." It was noted the patient loved the device they just didn¿t like what was going on with the scan guns.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID : 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3889-28, lot# v006652, implanted: (B)(6) 2006, product type: lead. (B)(4).